Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived onsite and was able to reproduce issue. Replaced pcb display controller to resolve issue. Complete repair with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, while preparing for a case the display in the cs300 intra-aortic balloon pump (iabp) went black and the unit alarmed when the end user turned the unit on . There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.